Manufacturer narrative:
Continued address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified lot number and catalog in the patch: 1557257 10-240 observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight , broken ,crease fold, wear abrasion . A microscopic analysis was performed which identify sharp edge and with a stress marks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with stress marks due to surgical impact opening . Non-penetrating nick(stress marks).

Event description:
Healthcare professional reported right side rupture. Device has been explanted.